Event description:
Md tried to remove drain, but after removing two retention sutures she couldn't take it out. The drain separated at the "junction between the flat part and the round tube". At 3:30 pm on 9/23/94, the pt went to surgery for exploratory laparotomy for removal of drain. The pt tolerated the surgery well and had no other post operative complications.